Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was treated with injectable steroids due to inflammation and skin overgrowth on the abutment. No further information was made available as of the date of this report, (B)(4) 2015.